Event description:
Boston scientific received information that during a follow up phrenic nerve stimulation as noted on this right ventricular lead. An x-ray was taken which revealed a dislodgement. A lead revision was schedule. Upon attempting to reposition this right ventricular lead it was not possible to obtain good sensing or pacing thresholds, thus a new lead was used. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.